Manufacturer narrative:
Brake cam.

Event description:
It was reported by service report that the brakes would not engage properly. It would intermittently engage and disengage. No pt involvement or adverse consequences are reported.